Event description:
It was reported that on an unknown date, a data use agreement (dua) report was received from hca which includes safety related data on our radial head replacement system indicating that adverse events/complications "subsequent fracture of the ulna, same elbow" was reported during hospital stay. This report is for one (1) unk - radial head prosthesis. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unk - radial head prosthesis. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summ: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.